Manufacturer narrative:
Initial.

Event description:
It was reported that during cartridge fill the user observed insulin leaking around the silver cartridge tip of the reservoir, with correct supply change steps followed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at the seal consistent with a leak or splash event associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.